Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that before patient use, the indeflator the handle was noted broken, resulting in leakage. Reportedly, there was no patient involvement. Another indeflator was successfully used in replacement. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The leak was unable to be replicated in a testing environment due to the condition of the returned device. The broken device was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined this was a user error where the rotation (applied torque) was placed on the sleeve and not the locking switch. The detachment of the sleeve was replicated by applying torque force to the sleeve instead of the handle. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.